Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing that resulted in less than 2 seconds of pacing inhibition. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. The root cause of the oversensing was not determined. No additional adverse patient effects were reported.